Event description:
Same case as MDR ID 2134265-2013-08566 and 2134265-2013-08573. It was reported that balloon rupture occurred. A 95% stenosed focal and sharp target lesion was located in the severely calcified and moderately tortuous right common iliac artery. Three charger balloon catheters were selected for predilation of the lesion. First, the 8.0mm x 60mm, 75cm charger balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured longitudinally at 10 atmospheres on the first inflation. Secondly, the 8.0mm x 40mm, 75cm charger balloon catheter was advanced but the balloon also ruptured longitudinally at 10 atmospheres on the first inflation. Then the 8.0mm x 20mm, 75cm charger balloon catheter was advanced; however, the balloon again ruptured longitudinally at 10 atmospheres on the first inflation. The three balloon catheters were removed intact from the patient. The procedure was completed using a 9.0mm x 20mm charger balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: over 60 years. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).